Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician attempted to use an incompatible syringe provided by a research study sponsor but was not able to complete the programming due to the syringe being incompatible. The clinician indicated this was inconvenient and required additional time to procure a different syringe pump. There was patient involvement but no harm.

Manufacturer narrative:
Disregard the initial report MFR report #2016493-2024-41096. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that a clinician attempted to use an incompatible exel 60-ml syringe provided by a research study sponsor but was not able to complete the programming due to the syringe being incompatible. The clinician indicated this was inconvenient and required additional time to procure a different syringe pump. There was patient involvement but no harm.